Event description:
A distributor contacted zoll to report that a 93 year old male patient received inappropriate defibrillation. The patient received a treatment at 14:15:25 on (B)(6) 2014. The rhythm at the time of the treatment to the false detection. The response buttons were not used during the event. The patient went to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 09/2012 - reuse. Electrode belt (B)(4): 04/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).